Event description:
It was reported that post op a laparoscopy assisted distal gastrectomy, that a minor leak occurred 2 days post operatively. The device was used to anastomose between the stomach and the duodenum. Also, it was billroth 1 anastomosis of the posterior wall. The doctor commented that the force of firing had been higher than usual. Although the drainage of fluid became slightly dirty after 2 day of the surgery, after that, there were no problem. No surgical intervention required. The patient has been being followed-up without any surgical procedures.

Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.